Manufacturer narrative:
Investigation summary: two (2) used. List #cl2000s, chemolock¿, one (1) used. List #cl2100, chemolock¿ port, one (1) used extension set w/ filter, one (1) used extension set w/ piercing pin and one (1) used bag spike adaptor w/ chemolock connector were returned for evaluation. As received, no damage or significant anomalies were observed. The returned set was tested as received and the chemolock was tested as procedure and no leaks or anomalies were observed. Complaint of leaks cannot be confirmed or replicated. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
When the nurse checked the patient's line, she reported (unspecified) chemotherapy leakage from the chemolock components (of a chemolock¿ device) into an aqua guard. The rn had previously prepared paclitaxel using chemolock components cl2000s and cl2100. After the leakage was identified, the chemo was stopped, and a new tubing was set up and primed. The patient's chemo treatments were delayed. There was no harm to the patient.